Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: mc1avr1-delsys h3: yes h5: yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. Blood was observed on the delivery system (not obstructed). Blood was observed in the lumen of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device knotted in the tether with the tether cut and the device not recaptured in the device cup. The delivery system was returned with the deployment button in the deployed position and the tether lock in the unlocked position. The tether was cut. There is a knot in the tether distal to the device recapture feature. The tether was wrapped around the device tines with blood and tissue on the tines and on the device electrode. There is blood on the tether at the recapture feature. Articulation could not be performed due to the knot in the tether and the tether being cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys, expiration date: 14-oct-2021, serial#: (B)(4), UDI #: (B)(4). Device available for eval: yes, return date: (B)(6) 2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-may-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless pacemaker, when the physician was attempting to remove the delivery system after cutting the tether, the device dislodged from the right ventricle septum. The device was replaced. No patient complications have been reported as a result of this event.